Event description:
The customer reported the system displayed a cine disk error message. The system would be unusable. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine disk drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.